Manufacturer narrative:
The affected device was not returned for evaluation. The lot number was not provided; therefore, a device history record review could not be performed. Attempts were made to obtain additional information; however, no further details were provided. The postoperative imaging provided indicates that the locking cover loosened/backed out as reported. The surgeon reported that intraoperative fluoroscopic imaging confirmed the locking cover was flush and properly seated at the conclusion of the index procedure on (B)(6) 2025. Due to the absence of the returned device and lack of additional information, the specific root cause cannot be conclusively determined. No patient injury, revision surgery, or additional medical intervention has been reported. The reported event is consistent with known potential adverse events described in the device labeling. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
Orthofix was made aware on 03 feb 2026 that a waveform c no-profile interbody device locking cover was observed to have loosened/backed out approximately six (6) weeks postoperatively. The index surgery occurred on (B)(6) 2025. The surgeon reported that intraoperative fluoroscopic imaging (c-arm) confirmed the locking cover was flush and fully seated at the time of implantation. At approximately six weeks postoperatively, follow-up imaging demonstrated that the locking cover had migrated/backed out from its original seated position.